Manufacturer narrative:
A.1.-a.5. Patient information was not provided h11: through follow-up communication, livanova learned that the issue occurred on two different occasions. The problem occurred during the pre by-pass phase, immediately after calibration, and an attempt to recalibrate the clamp did not resolve the issue. Reportedly, when the user tried to turn the knob to 0%, the displayed opening percentage bounced back to 1.8%. A livanova perfusion tubing system pvc 3/8" was used with the clamp. A livanova field service engineer was dispatched on site, checked the clamp and did not identify any functional anomaly. Essenz cockpit log files were provided for analysis. No log file was available for the date of the incident (B)(6) 2026) and only the log files from april 15th, 2026 were analysed. In particular, after the evo calibration was started and before the calibration was completed, the alarm ¿vc tube diameter problem (150)¿ was recorded, indicating that the venous clamp detected a tube size different from the configured settings. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an essenz venous clamp which could not close properly. Moreover, clamp was opening and closing even if the link with related pump was removed. There was no patient injury.